Event description:
Patient had a right tka outside cors scope in 2013, required an mua one month later. The patient developed pji with mssa and later with mrsa. Has been revised 5 times out of cors scope. In (B)(6) 2017 the patient is reimplanted, now entering cors registry. Patient develops again pji and instability. Patient undergoes resection and revision on (B)(6) 2021.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5512-f-302: tri ts femur sz3 right; lot# aal7g, cat# 5521-b-300; tri ts baseplate size 3; lot# aih3zb, cat# 5560-s-215; triathlon cemented stem-15mm x 100mm; lot# 0045717a, cat# 5543-a-300; tri post augment sz3 5mm; lot# ahg7a , cat# 5540-a-302; triathlon femoral distal augment 5mm - size 3 right; lot# wegv, cat# 5560-s-112; tri cemented stem 12mmx50mm; lot# 0052029j, cat# 5543-a-300; tri post augment sz3 5mm; lot# aht7u, and cat# 5541-a-302; triathlon femoral distal augment 10mm - size 3 right; lot# mhek. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 5512-f-302: tri ts femur sz3 right; lot# aal7g, cat# 5521-b-300; tri ts baseplate size 3; lot# aih3zb, cat# 5560-s-215; triathlon cemented stem-15mm x 100mm; lot# 0045717a, cat# 5543-a-300; tri post augment sz3 5mm; lot# ahg7a , cat# 5540-a-302; triathlon femoral distal augment 5mm - size 3 right; lot# wegv, cat# 5560-s-112; tri cemented stem 12mmx50mm; lot# 0052029j, cat# 5543-a-300; tri post augment sz3 5mm; lot# aht7u, and cat# 5541-a-302; triathlon femoral distal augment 10mm - size 3 right; lot# mhek. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had a right tka outside cors scope in 2013, required an mua one month later. The patient developed pji with mssa and later with mrsa. Has been revised 5 times out of cors scope. In (B)(6) 2017 the patient is reimplanted, now entering cors registry. Patient develops again pji and instability. Patient undergoes resection and revision on (B)(6) 2021.